Event description:
A customer reported receiving a minimum fill notification when attempting to reload the same insulin cartridge. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer decided to load a new cartridge but did not have the necessary supplies at the time of the call, and technical support planned to follow up. Additionally, technical support was unable to send cartridge fill recommendations due to not receiving the customer's email address.